Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, patient underwent unspecified surgery on c6-c7. Immediately after the surgery the patient encountered the following problems- numbness where implant is located, constant neck muscle tension; causing tension headaches, constant muscle spasm, constant popping, clicking and catching in the neck, weakness in my limbs.